Event description:
It was reported that a patient experienced peritonitis during peritoneal dialysis (pd) therapy with unknown baxter pd disposables and died due to a complication of septic shock and klebsiella peritonitis. Additional information was requested from the reporter, but is not available at this time.

Manufacturer narrative:
(B)(4). The onset of peritonitis was not reported. A sample was unavailable and the lot number was unknown, therefore a sample evaluation and batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if relevant additional information becomes available.

Manufacturer narrative:
(B)(4): the patient was not hospitalized for the events. Treatment for the peritonitis and septic shock included gentamicin and vancomycin (dosage, route and frequency were not reported) and later ceftazidime intraperitoneally (ip) (dosage and frequency were not reported). The official cause of death per the death certificate was pneumonia. An autopsy was not performed. The reported condition was not confirmed and the cause could not be determined because a sample was not returned for evaluation, the lot number was not provided for a batch review and the reporter did not describe any types of use errors or malfunctions that would have caused or contributed to the reported event.